Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 27-jul-2018 with the following findings: review of the black box data for the date of the event was not possible because the records had been overwritten due to continued use of the pump by the patient. The available black box data revealed several records of loss of prime associated with low non-zero force. The total daily doses added up to correctly reflect the user¿s programmed basal rates. On investigation, the pump powered on normally, ez-prime steps successfully completed, and was exercised for 24 hours without incident. The pump passed delivery accuracy testing and was determined to be delivering accurately as programmed and within range. Investigation did not duplicate loss of prime.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that on the same date the patient initiated a 911/emergency protocol for an unspecified blood glucose (bg) level with symptoms of feeling confused and disoriented associated with an alleged prime issue. Reportedly, the patient initiated a 911/emergency protocol and received an unspecified treatment but a non-healthcare provider. It could not be determined whether or not the patient continued pump therapy. During troubleshooting with customer technical support (cts), it was revealed that the patient primed the pump while attached which is a training misuse. The patient infused 7.3 units of insulin throughout the day. The patient also reported a loss of prime. The patient was extremely confused and had a hard time reporting back to cts when asked to maneuver through the pump therefore troubleshooting could not be completely fully. The patient refused 911 help so cts called the spouse to intervene and the contacted ems. This complaint is being reported because there was a bg excursion requiring medical intervention associated with use error of the pump.